Event description:
The pump was returned for investigation. Investigation found contamination under the ¿up¿ button contact. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was torn. The contrast button responded intermittently. Removal of the keypad cover found contamination under the contrast and ¿up¿ button contacts. (B)(6).